Manufacturer narrative:
(B)(4). Batch # n53h9v. The analysis found that one plee60a device was returned in good visual condition and with two gst60g cartridges present. The reload (b) was received unfired. The reload (c) was received with the right side fully fired; left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: the sales rep noted that the customer was using green gst reloads with a lot number of n4l69a. He also stated the following: "the stapler sounded like it was pulsating even though the surgeon was completely holding down the firing trigger."

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure the device fully transected the tissue but did not staple on the second firing. There was some bleeding and a hole in the tissue. The surgeon then decided to complete the procedure with a second stapler and four additional firings. After completing the stapling the surgeon sutured the hole from the second firing. The customer was using a green reload.